Event description:
It was reported that after shutting off, a malfunction alarm occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer had not administered insulin to address bg level prior to contacting tandem technical support. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.